Event description:
Customer reported that the device would not turn on ac or battery power. There was no report of pt use associated with event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported device failure to turn on ac and battery power. Physio replaced the programmed user interface pcb assembly and the flex cable that connects the user interface pcb to system/memory pcb to observe proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed assemblies at the failure analysis center and determined the root cause of malfunction to be a shorted land from pin, p21, of the flex cable assembly. There was no failure found with the user interface pcb assembly.